Event description:
The reporter contacted animas on (B)(6) 2012, stating that the keypad buttons were intermittently unresponsive. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing all keypad buttons responded appropriately and had normal spring back and click. During investigation, the keypad was removed and no contamination was found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.